Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) confirmed with the customer that the hardware had been recovered earlier after a station reboot and was functioning normally. The customer requested observation of station operation, and escort access was provided for validation. The fse tested operation through application, drawer detected and functioned successfully. The fse performed preventive maintenance and bio-ID scanner, barcode scanner, and keyboard functionality were tested and verified. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1 was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.